Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal end of the lead was covered in blood. The lead was stretched. The distal lead conductor was distorted/kinked/buckled. The lead insulation was distorted/k inked/buckled. There was apparent damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the distal tip of the lead appeared bent under fluoroscopy. When the lead was removed from the patient, it would not lay flat on the table. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.